Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 03-jan-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the multi-access port manifold broke after 13 days of use (used from (B)(6) 2017). The break occurred in the intensive care unit. On (B)(6) 2017, the nurse heard the sound of air leaking around the manifold. She rotated it around to check it, and it broke. The suction catheter was immediately replaced for a new one. There was no reported patient injury.

Manufacturer narrative:
Halyard received one used sample. No product packaging was received. The sample was received with the rotary manifold broken and several loose components inside the sample bag. The port retainer of the manifold was broken on opposing sides. The plunger button and spring were detached. The portion of the port retainer which connects to the seal cassette also exhibited a jagged break. The mold identification on the rotary manifold was "2". No external stress marks or tool marks were observed on the components. Basef on the state of the returned product, this failure mode was normal due to wear or user/set up activities. The failure could not be originated within the manufacturing area. The product was used for 13 days, however the instructions for use specifies: "use of map closed suction replacement catheter is not recommended for more than 72 hours." The device history record for the reported lot number, m6298t803, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 07-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 16-jan-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).